Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. Resistance was felt when advancing the 3.0mm x 24mm synergy ii des through the watchdog hemostasis valve. When the stent was removed it was noted to be severely damaged. The procedure was successfully completed with a different device through the same watchdog hemostasis valve without issue or patient injury.